Event description:
It was reported when the device was used during a pph procedure following the longo technique, the case was completed successfully with controlled hemostasis. One week post operatively, the patient started bleeding. The origin of the bleeding could not be determined. The patient was transfused 1 unit of rbcs. There were no other complications.